Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was first discovered by surgeon on (B)(6) 2015 that the carbon fiber portion of the foot arch had separated from the metal portion. On (B)(6) 2015 was the original date of exfix removal. It is unknown when the separation occurred.

Manufacturer narrative:
The reported event that hoffmann lrf foot arch had a disconnection of the metal parts from the carbon part could be confirmed since the device was returned for evaluation. The root cause of this disconnection issue has been identified as a design issue. This problem has been reported through nc (B)(4) and is now addressed by CAPA (B)(4). A credit note will be provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was first discovered by surgeon on (B)(6) 2015 that the carbon fiber portion of the foot arch had separated from the metal portion. (B)(6) 2015 was the original date of exfix removal. It is unknown when the separation occurred.